Event description:
It was reported that the patient presented at clinic for a pacemaker check. The patient's pacemaker was unable to be interrogated via rf and inductive telemetry. Additionally, there was no magnet response, and no pacing detected. It was discovered that the pacemaker's battery depleted prematurely. The pacemaker was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events of inability to interrogate, premature battery depletion, loss of cardiac pacing, and no magnet response were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.